Event description:
It was reported that the scope has no picture. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the scope has no picture. A visual inspection was performed and showed the scope to have bent outertube with broken lenses. This is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required.